Manufacturer narrative:
The insulin pump was received with no button response due to flattened down arrow button dome switch. Inspected lcd connector and no unlocked connector noted. No unexpected numbers ramping or scrolling on their own noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The up and down arrow buttons were not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.